Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating, and a reboot was attempted but was not successful. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the agent by providing support through remote support services to help address the communication issue and guide further troubleshooting actions. The system functioned as intended after field service engineer assisted the customer to resolve the issue.